Event description:
It was reported that the user experienced a hypoglycemic event at home with a measured glucose low of 39 mg/dl, described as dizziness and fatigue, and self-treated with approximately four oral glucose tablets following the standard 15-minute recheck protocol, after which a fingerstick measured 83 mg/dl and symptoms resolved. Symptoms included dizziness and tiredness consistent with hypoglycemia. Outcomes included recovery to normoglycemia without need for emergency care or hospitalization. Investigation included a troubleshooting and education session addressing hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction reported and an unclear precipitating cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.